Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022242 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022242, test base part number 190-430/ lot: 1022242. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152003 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
(B)(6). This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasal rayon swab. As per the customer repeating testing was performed on the ID now and generated negative results. Rt-pcr confirmation testing generated negative results. The customer stated the patient had a fever. No additional patient information, including treatment and outcome, was provided.